Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during the displacement test, the motor traveled outward without stopping and passed the displacement test alarming an expected no reservoir alarm at the end of travel. The motor functioned properly during testing and also during the displacement test. No drive motor anomaly noted during our testing. The insulin pump had minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had 15 no deliveries and had changed out set and reservoir. The customer's blood glucose level had been as high as 567mg/dl. The customer's most current level was 500mg/dl. The customer treated the highs with pump. Troubleshoot was conducted. The customer was advised the pump would be replaced due to piston stopping intermittently during displacement test.